Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant driver tip (impdts) did not disengage from the implant. The doctor was able to finish the procedure with another driver.

Event description:
It was reported that the implant driver tip (impdts) did not disengage from the implant. The doctor was able to finish the procedure with another driver.

Manufacturer narrative:
One certain driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. The implant mentioned in the complaint description was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Functional testing revealed that the device assembled with a mating implant. The complaint is unconfirmed. A root cause for the complaint could not be determined. The following section was corrected: the lot number is unknown/not provided. This information was not provided. Additional narrative on report 0001038806-2018-00595. Note: were re-entered as these fields are required.